Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the endoleak was first identified one week previous to the procedure in a previously implanted non-medtronic stent graft. It was reported that as per the physician, the cause of the type ia endoleak was due to disease progression. The endurant cuff was implanted during the same procedure,before the heli-fx endoanchors were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used for the endovascular treatment of a type ia endoleak of an endurant stent graft cuff. It was reported that during the procedure the hleli-fx guide was visually blocked and the heli-fx applier could not be introduced. The device was reported to be defective. The guide was replaced with another heli-fx device to complete the procedure. As per the physician, the cause of the event was product related. No clinical sequelae were reported and the patient is fine.